Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that insulation breach was suspected on the right ventricular single coil lead due to a 4 joule shock at less than 20 ohms when the device was programmed to deliver 25 joules. It was also reported a second shock charged and delivered the full 25 joules. The lead was partially removed and replaced. No further patient complications have been reported as a result of this event.